Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the femoral artery. The 95% restenosed, 16-38mmx2.25-3.0mm, eccentric target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). Following the advancement of a non-bsc guide catheter and the insertion of a non-bsc guide wire, predilation was performed with a 2.0x15mm quantum balloon catheter. Subsequently, a 2.75x38mm promus element ¿ long drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed without any segment retained inside the patient. However, the proximal segment of the stent was noted to be deformed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.